Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of white, black unknown contamination (dust like) and potential hairs in the air input of the blower box, below the filter and bottom of the blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of black hairs inside of humidifier box. The manufacturer found no evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found the error log showed one instances of: e53. The manufacturer concludes the contaminates found were consistent with an unknown white, black dust like contamination and potential hairs contamination, inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.